Event description:
It was reported by provider that the forks are bending, physical abuse during the transport of the solara3g wheel chair. Caregivers are using excessive force during the trips to and from the group home facility. No property damage or injury alleged. No further information provided.